Event description:
It has been reported to philips the leads were showing the unconnected symbol (little red circles) on the screen when the 12-leads were attempted and in one case it was intermittent.